Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that they suddenly lost ability to use the panel buttons. The screen was grayed out, except for the probe select and the patient data buttons. They reselected the probe and were able to complete the procedure successfully. There was no impact or injury to the patient reported. There is no death or serious injury associated with this event. This issue was initially identified as a non-reportable event. During a retrospective review, it was determined that this complaint should be reported in an abundance of caution.